Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after implantation of the intraocular lens (iol), optic was scratched. The surgery was completed without product replacement. There was no complaint from the patient the next day. Additional information was requested, but no further information is available.

Manufacturer narrative:
Additional information was provided in h.3., h.6., and h.10. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).